Manufacturer narrative:
H10: of the five reported malfunctions, one sample has been returned for evaluation. One copy of medical records was provided for review. The lot number was provided for one malfunction and a lot history review was performed; the lot number is unknown for the remaining four malfunctions. Detachment has been identified in two malfunctions reviewed, the remaining three investigations are inconclusive. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the events indicated that model md800f filter system experienced detachment of device component. These reports were received from various sources. Of the five events, all involved patients with no reported injury. Of the five malfunctions, three patients were reported as female, the two remaining malfunctions did not report patient sex. Two patients were reported to be within the age range between 44-51 years old. Weight was not reported for any of the five malfunctions.

Manufacturer narrative:
H10: of the reported five malfunctions, lot numbers were provided for three malfunctions and the lot history review were performed. For two files the catalog number was updated as unk meridian and for one file it was updated as md800j. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for four malfunctions and image was provided for one malfunction. Therefore, for two malfunctions the investigation is confirmed for the reported detachment, for one malfunctions the investigation is inconclusive for the reported detachment, for one malfunction the investigation is confirmed for the reported detachment, additionally it was determined to have and confirmed for retrieval difficulties issue and for one malfunction the investigation is confirmed for the reported detachment, additionally it was determined to have and confirmed for positioning issue and unconfirmed for filter tilt. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: (corporate lot no: unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment. This information was received from various sources. All five malfunctions involved patient with no patient consequences. Of the five patients, all were female, four patients age ranged between 40-51 years and one patient weighs 110 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported five malfunctions, lot numbers were provided for three malfunctions and the lot history review were performed. For two malfunctions, the catalog number was updated as unk meridian and for one malfunction it was updated as md800j. The sample was returned to the manufacturer for inspection/evaluation for one of the five malfunctions. Medical records were provided for three of the five reported malfunctions of which one included images. Therefore, for two malfunctions the investigation is confirmed for the reported detachment, for one malfunction, the investigation is inconclusive for the reported detachment, for one malfunction the investigation is confirmed for the reported detachment, additionally it was determined to have and confirmed for retrieval difficulties issue (a150207) and for the remaining one malfunction the investigation is confirmed for the reported detachment, additionally it was determined to have and confirmed for positioning issue(a1502) and unconfirmed for filter tilt(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: b5, d4(corporate lot no: unknown), g3 h11: h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment. This information was received from various sources. All five malfunctions involved patient with no patient consequences. Of the reported five female patients, four patients age ranged between 40-51 years and two patient weighs 110 kgs and 178 kgs. All other patient details were not provided.

Manufacturer narrative:
The lot number was provided for one malfunction and a lot history review was performed; the lot number is unknown for the remaining four malfunctions. Of the five malfunctions, three malfunctions did not have the devices returned for evaluation and the investigation was inconclusive. One malfunction did not have the device returned but did have medical records provided and limb detachment was confirmed. One malfunction has had the device returned. The investigation of the reported malfunction is currently underway. The devices are labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the events indicated that model md800f filter system experienced detachment of device component. These reports were received from various sources. Of the five events, all involved patients with no reported injury. Of the five malfunctions, three patients were reported as female, the two remaining malfunctions did not report patient sex. Two patients were reported to be within the age range between 44-51 years old. Weight was not reported for any of the five malfunctions.

Event description:
This report summarizes five malfunction events. A review of the events indicated that model md800f filter system experienced detachment of device. These reports were received from various sources. Of the five events, all involved patients with no reported injury. Of the five complaints, one was a (B)(6) year old woman and the other was a man of unknown age. The sex, age, and weight of the others were not provided. The md800f meridian filter systems were not returned, limiting investigation. In one case, the sample is being returned but has yet to arrive to the manufacturer.